Event description:
It was reported by repair work order that the siderail could not be unlatched due to bent latch spindles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.